Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, cracked belt clip slot and minor scratches on the display window. The test reservoir locked into reservoir tube properly.

Event description:
Customer reported via phone damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir would not lock into place, the reservoir compartment was cracked and parts of the device were chipping away. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.